Manufacturer narrative:
Continuation of d10: dtpa2d4 crt-d implanted: (B)(6) 2024, 383069 lead implanted: (B)(6) 2024, 0673 lead implanted: (B)(6) 2024, 5867-3m adaptor implanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one week post implant of the left ventricular (lv) lead, the patient presented to the emergency department with chest pain. The lv lead had triggered and alert for low impedance and had possible high thresholds. It was determined that the lv dislodged. The lv lead was explanted and replaced. Post procedure, the patient coughed while being moved and the atrial electrograms (egm) changed. The right atrial (ra) lead was no longer capturing or sensing and the impedances decreased. A chest x-ray confirmed that the ra lead had dislodged. The following day, the ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.